Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified amount of bd autoshield¿ duo pen needle the needle was difficult to attach and insulin was not being delivered. The following information was provided by the initial reporter: customer reported that ,when he goes to screw the product on, it's not lining up properly and doesn't seem to be having any insulin through the needle. He said it's about 10-20 per month for the last 2.5 months.

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to unknown batch number, no DHR can be completed.

Event description:
It was reported that during use with an unspecified amount of bd autoshield¿ duo pen needle the needle was difficult to attach and insulin was not being delivered. The following information was provided by the initial reporter: customer reported that ,when he goes to screw the product on, it's not lining up properly and doesn't seem to be having any insulin through the needle. He said it's about 10-20 per month for the last 2.5 months.